Event description:
The consumer alleges the flow rate is incorrect, causing the consumer to experience congestive heart failure.

Manufacturer narrative:
Manufacturer contacted the dealer. The dealer tested the unit and found the flow rate was correct. However, the unit was not tight on the humidifier bottle. The dealer has explained this to the consumer. The unit is being returned for inspection. Current user guide covers this area. MDR filed based on alleged injury.